Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during all the fires that were realized in an open bypass gastrectomy procedure, the firing button was harder than normal and the stapler was difficult to fire. It was also reported that the firing cycle was not completed because the stapler stopped working. The device was replaced with another stapler to complete the case. There was no patient injury.